Event description:
It was reported that the patient was having a lack of therapy. The patient was taken to surgery on (B)(6) 2014. When the patient was having the procedure, the physician noted that the catheter was in the epidural space; not the intrathecal space. The physician decided to revise the catheter to allow for optimal therapy. The distal/spinal portion of the catheter was revised by placing a new catheter in the intrathecal space; the new distal portion was attached to the existing proximal/pump portion. It was noted that the catheter was originally implanted in the wrong space. X-rays were noted to be the diagnostic testing/troubleshooting done for this event. The patient status was reported at ¿alive-no injury.¿ the device system was delivering gablofen (2000mcg/ml at 120 mcg/day).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).